Manufacturer narrative:
A visual and functional check have been made prior to the repair. The visual check did not show any deviation from the specification. But the functional check showed that the push button had no free movement as usual. Even if it was released it had contact to the inner spinning components which caused the quick heat up. After disassembling of the head it got visible that some spot welds in the drive shaft cracked and hence parts could move axially if pressure was applied to the inserted bur. Root cause for the crack could only be a strong axial force applied to the bur chuck. A possibility would be a drop of the handpiece and a resulting hit directly in axial direction on a inserted bur. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
Information supplied by user: full description: I began cutting the metal/ ceramic construction (crown) with the intended drill and light pressure as usual. After a short time of use, max 10 seconds, I recognized a burn on patients lip red and skin just below lip red. Patient confirms a burning feeling. I checked the contra angle handpiece and found a very hot area at the back of the head, the button with the 'k'. I also noted that the button started to rotate when the handpiece was started with some load on the drill. I replaced the handpiece with another similar one and completed the treatment. There was no medical care necessary for the burn.